Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. After investigation, no damages or defects were observed to the needle mechanism that would prevent the needle from deploying as intended. The cannula was found to have deployed as intended. No damages or defects were observed that would prevent the device from functioning as intended. The exact cause of the reported event could not be determined